Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and tested the unit with a balloon and found no leaks. The iabp was able to pass all the leak and purge tests. The fse was unable to duplicate the reported issue. The fse performed preventive maintenance (pm) with full calibration, functional and safety checks to meet factory specifications. The safety disk assembly was replaced a part of the pm. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period (feb 2020 through jan 2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
It was reported that during use on a patient, the cs300 intra- aortic balloon pump (iabp) experienced a purge failure and the intra-aortic balloon (iab) would not inflate. There was no patient harm, serious injury or adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and tested the unit with a balloon and found no leaks. The iabp was able to pass all the leak and purge tests. The fse performed preventive maintenance (pm) with full calibration, functional and safety checks to meet factory specifications. The safety disk assembly was replaced a part of the pm. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra- aortic balloon pump (iabp) had an autofill failure. No patient harm, serious injury or adverse event was reported.